Manufacturer narrative:
One used sample was returned without original packaging. Visual examination of the sample revealed a small amount of significant biologic matter inside the tubing and cuff. The microcuff balloon was infused with water. Immediately, leakage was observed in the area near the proximal collar of the cuff balloon. Both the proximal and distal collars of the cuff balloon were attached to the tubing. When viewed under magnification, a slit near the proximal area of the cuff balloon was observed. No root cause was identified. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Event description:
Per additional information received, the patient was elderly and sick and on life support during the reported events. No injury to the patient was reported.

Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for aa5019v01 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2016-00077 for the second patient. It was reported that the endotracheal tube was inserted during an emergency intubation while cardio pulmonary resuscitation was in progress. The cuff was checked prior to insertion. Following insertion, the cuff failed from the first ventilation. No further information has been provided at this time.